Event description:
Boston scientific crm received information that during a pacing threshold test with this cardiac resynchronization therapy defibrillator (crt-d) radio frequency (rf) telemetry was interrupted. There was no message provided indicating rf had been interrupted. Once capture was lost the test attempted to be ended but did not stop. This resulted in approximately 5-6 seconds of asystole for the patient. The patient was pacemaker dependent after recently having an av node ablation. There were no adverse patient effects reported as a result of this issue.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.